Event description:
It was reported that prior to use the scale markings were discovered to be faded with a bd¿ luer-lok syringe 60 ml. The following information was provided by the initial reporter: it was reported the printing on the syringe is faded.

Manufacturer narrative:
H.6. Investigation summary: one (1) photo was received from the customer for investigation. The photo shows two (2) syringes next to each other. The syringe on the left has print that is lighter in color but is still legible and the syringe on the right has print which is darker in color and easier to read. The photo provided by the customer was shown to a quality control associate who stated that the print on the syringe on the left while lighter is still legible and would be acceptable. The quality control associate stated that the light print was probably caused by a worn printing drum and that if this condition was observed during production that the print would be closely monitored to ensure that the syringes being produced maintained legible print. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the scale markings were discovered to be faded with a bd¿ luer-lok syringe 60 ml. The following information was provided by the initial reporter: it was reported the printing on the syringe is faded.